Event description:
A surgeon reported experiencing no phacomulsification power during a cataract procedure. The phaco tip was re-tightened and that fixed the issue to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).